Manufacturer narrative:
B5: upon follow-up, it was reported that the patient recovered from the events, and antibiotic treatment were discontinued. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of the event was unknown. The same day the event onset, the patient was treated with vancomycin injection (2gms, every 5th day, ongoing), ceftazidime injection (1gm, intraperitoneal, ongoing) and tobramycin injection (40mg, once daily, ongoing) for peritonitis. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient was recovering from the event and action taken with pd therapy was not reported. No additional information is available.